Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results - the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon had no damages. Functional and microscopic inspection were performed, and the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon. The pinhole was located approximately 37 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 37 mm from the tip of the device. It is possible that the pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2026. During the procedure, the ballon ruptured before used. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.